Event description:
New information indicated the lead continued to exhibit noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic for a routine device check. Upon interrogation, the atrial lead exhibited noise that caused inappropriate auto mode switch episodes. The device was reprogrammed and the lead remained implanted. The patient would be monitored.